Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). Device evaluation: visual inspection at 10x microscope magnification was performed. Heavy dent/distortions and a crack were observed at the cartridge tip. Lack of lubricity material was observed on the cartridge. The condition of the returned product is consistent with a unit that has been previously handled and prepared for surgical use. The reported complaint was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge was cracked. There was no patient involvement. The product was returned, and it was noticed that the cartridge tip was cracked. No additional information was provided to abbott medical optics.